Event description:
It was reported to vyaire medical that the vela ventilator was on a patient and it was delivering volumes but not reading return volumes. As of this time there is no information about patient harm associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire medical went onsite found exhalation valve diaphragm dirty and cracked. As a resolution exhalation valve , exhalation valve diaphragm and flow sensor were replaced. Unit passed uvt (unit verification test) and ovp (operation verification procedure) checks. Unit was returned to customer and cleared for clinical use.